Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an allergic reaction occurred. In (B)(6) 2013, a promus element plus stent was implanted in an unspecified lesion. Around 30 days after implantation of the stent, the patient presented with a rash located in the trunk, front and back of the body. The patient is complaining of itching and the physician suspects that this is related to the implanted promus element plus stent. There were no changes in the patient¿s medication before and after the procedure and it was noted that there are no other factors that the physician thinks could have caused the rash. An unspecified medication was given to the patient to treat the rash. No further complications were reported.